Event description:
It was reported to philips healthcare that the heartstart xl defibrillator displayed a cycle power message and that the ECG test had failed. There was no pt involvement.

Manufacturer narrative:
(B)(4).